Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and the patient was developed sinus and eye inflammation. The patient did require medical intervention in the form of prescribed steroids. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported that a continuous positive airway pressure (CPAP) device's sound abatement foam allegedly became degraded. The patient has indicated medical intervention was required in the form of prescribed steroids, patient was developed sinus and eye inflammation. Patient also alleged hypertension and sugar for years. The device was returned to the manufacturer quality product investigation laboratory for further investigation. During the initial visual investigation of the exterior of the device no evidence of physical damage or contamination were found. The air inlet filter was not present. The device was disassembled for internal visual inspection. The manufacturer found evidence of dust contamination inside the device. The blower box wire grommet was unseated. The only dust observed in the blower box was interior to the blower impeller and on the base of 2 blower support posts. The sound abatement foam was found no evidence of degradation and returned to its original shape after being compressed. The sound abatement foam did have evidence of dust contamination. The manufacturer applied power to the device and found the device to operate without issue or error codes. The manufacturer concludes there is no evidence of foam degradation within the device. The device operated as designed. Correction to the section h6 to reflect the allegation of the hypertension and sugar.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information was received on nov 08, 2024 and section h10 should be reported as: the manufacturer previously reported that a continuous positive airway pressure (CPAP) device's sound abatement foam allegedly became degraded. The patient has indicated medical intervention was required in the form of prescribed steroids, patient was developed sinus and eye inflammation. Patient also alleged hypertension and sugar for years. Section b1 was corrected for product problem. (Both adverse event and product problem was checked in the previous MDR.) Section b2 was corrected to blank. (Previously, it was other serious or important medical events.) Section h1 was changed from serious injury to malfunction section h6 was corrected and updated.